Event description:
It was reported during the pt's trial procedure, intra-operative testing showed invalid impedance values for the scs lead. The mts and trial cable were replaced; however, the issue did not resolve. Subsequently, the procedure was completed using a different lead which resolved the issue.

Manufacturer narrative:
Eval codes: the complaint for "invalid impedance" could not be confirmed. No alleged device failure was identified. Continuity and stress testing was performed to analysis the channels' resistance and to verify the insulation characteristics between channels. The lead passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.